Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Correction to section d: primary product batch/lot number was updated to k11250918 0144. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage observed was a frayed wire. The wire was not exposed and not completely broken. Loss of cautery and thermal damage were not confirmed because the instrument was not used after the issue was noticed. No arcing was observed. The procedure was a liver resection. The procedure was completed using a backup instrument. No photos or video are available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken conductor wire. The procedure was completing as planned with no reported injury.